Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 8-6mm amplatzer duct occluder was selected for an implanted. The dimensions of the defect was measured via angiogram at 2.5 mm. During the procedure, the device embolized in the descending aorta. The device was explanted from the patient by using a transcatheter snare and no device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the defect was sized at 2.5mm and an occluder at least 2mm larger than the measurement was chosen. Additional information from the field indicated that maybe the canal was spasmic and caused embolization. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been due to patient anatomy. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.